Event description:
It was reported that an ilet pump displayed a persistent ¿restart ilet alert 38,¿ identified as a motor stall, which did not clear despite multiple restarts and a full supply change until the user replaced supplies again and restarted, after which the alert cleared. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor, consistent with a mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.